Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified artery in the left forearm. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 10atm each within 30 seconds, but it ruptured during the second inflation. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was good after the procedure.